Event description:
Customer reported that while preparing a chemo infusion, leaking was noted around the filter itself. The chemo solution had not been added at that point and the set was discarded. There was no patient involvement. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The reporter indicated the set was discarded. The lot number was provided; review of the lot history record is forthcoming. A follow up report will be submitted with any relevant information.